Event description:
Customer stated "that the handles lock in the downward position, but the brakes do not hold the wheels".

Manufacturer narrative:
It was reported that the brakes on the rollator were not functioning as intended ("that the handles lock in the downward position, but the brakes do not hold the wheels"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.